Event description:
Event description guidant received information that this ventricular lead exhibited high impedance measurements, secondary to a fracture in the lead. The fracture was located in the area of the clavicle and first rib.